Event description:
It was reported that: the device was deployed in track. Hematoma, changed depth of arteriotomy. Device did not have any malfunction. Additional information: event was during a tavr procedure. There was mild calcification and no tortuosity. There was no issues advancing or withdrawing procedure sheaths. Procedure was completed by doing a surgical cutdown. The device was explanted and patient was stable post procedure.

Manufacturer narrative:
An investigation has been opened to review historical record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team revealing the radiopaque lock far from the access site. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was planned for closure in the right common femoral artery. Micropuncture and ultrasound were utilized to gain a lower positioned access. Arteriotomy was 8.0mm, mild medial calcification, medial wall calcification, and a depth measurement of 6cm + 1cm. It should be noted a hematoma present during the manta depth measurement skewed the depth of the arteriotomy. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment, manta was deployed into the tissue tract. The proctor noted there was no indication following deployment the manta device did not have any malfunction. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is suspected to be due to the hematoma that was present prior to deployment. Likely altering the depth measurement for deployment of the manta, which did not allow the manta to seat properly, and possibly caused the manta anchor to deploy outside the vessel. However, it is inconclusive due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no device return submitted for investigative purposes. Risk documentation was reviewed; and tract deployment is a known risk. The severity of harm is ranked at a 4 based on local surgical repair at the vessel access site arteriotomy was used to achieve sealing the puncture site. The IFU states the safety and effectiveness of the manta device has not been established in patient populations who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.